Event description:
It was initially reported that the zimmer air dermatome ii handpiece was not cutting at the correct depth. Add'l clinical follow up determined the issue occurred during surgery. There was no pt harm/injury associated with the report. There was no impact/damage to the graft harvest and an alternate device was retrieved for use during the surgery without delay. Further eval revealed bubbling/blistering of the width plate, rendering the device non-repairable.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 06/12/2013 and has no repair history at zimmer surgical. The customer's reported event was not reproduced during testing as the device operated as intended. Further eval revealed bubbling/blistering of the width plate, rendering the device non-repairable. The cause of the reported issue could not be determined as it was not reproduced during testing. The device has not been returned to the customer.